Manufacturer narrative:
Batch review performed on 01 october 2020: lot 160737: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose stem that occurred over time. The surgeon revised the stem, head, and liner 3 years and 11 months after primary. The surgery was completed successfully.